Event description:
The patient reported receing low readings of 54. After consuming peanut butter and orange juice twice and waited 30-40 minutes, they got a reading of 54 again. Because of the low readings, the patient went to see their doctor. Readings at the doctor's office was 400 and the patient received a shot. The patient also compared readings with a freestyle libre and a onetouch devices which indicated readings of 186 and 134 respectively.

Manufacturer narrative:
The device was not returned for the investigation. Should the device be returned at a later date, a supplemental report will be filed.